Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. The dislodgement was confirmed by device interrogation that confirmed loss of capture and an x-ray at a routine follow up. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. The dislodgement was confirmed by device interrogation that confirmed loss of capture and an x-ray at a routine follow up. There were no adverse patient effects reported. The device is not available for analysis.